Event description:
In 2009, the patient reported that the up/down buttons on her insulin infusion device are not properly working. She said the buttons stay depressed when pressed. She stated her device has not been dropped or exposed to high temperatures or humidity. She was advised to switch to her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.